Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bled - gums [gingival bleeding]. Hit gums, battered gum [gingival injury]. End that rotates came off brushhead / piece of the brushhead was broken, the metal piece [device breakage]. End came off brushhead and hit gums [injury associated with device]. Case description: a consumer of unspecified age and gender reported that he or she was brushing his or her teeth with an oral-b rechargeable toothbrush, version unknown and all of a sudden, the end of the oral-b brushhead, version unknown that rotates came off and hit his or her gums. He or she stated that as a result, he or she had a battered gum for a day or two. The consumer noted that he or she had been using oral-b brushheads for a long time and had never had a problem. The case outcome was recovered. No further information was provided. 27-jan-2016 received follow-up from consumer: the consumer reported that it seemed like a piece of the brushhead was broken, clarifying that it was the metal piece. He or she described that when he or she brushed his or her teeth it kind of popped off and hit against his or her gum. The consumer stated that it just bled a little, but nothing major; he or she reported that it was fine now. The case outcome remained recovered. No further information was provided.